Event description:
Complainant alleged that while attempting to pace pt bradycardic pt the device failed to pace. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.